Event description:
As reported by the surgeon: the patient underwent an interbody fusion procedure with placement of an optimesh device with bone graft on (B)(6) 2021 without incident. Approximately four (4) to six (6) weeks post-operative, the patient was engaging in high impact physical therapy, not prescribed by the physician, and presented new onset radiculopathy pain prompting medical attention. Imaging showed the mesh implant retropulsed partially into the spinal canal. A revision surgery was conducted to remove the implant preserving some bone graft in the disc space. The patient is no longer experiencing any clinical issues or complications.